Event description:
Senseonics was made aware of an in incident where user reported that after the initial sensor insertion, the steri-strips detached when the tegaderm dressing was removed. The user returned to their healthcare provider, who provided bactine as a precaution. The user stated that the insertion site remains slightly open due to continued drainage and intermittent scabbing, and the user cleans the area regularly. The user also reported discomfort associated with the sensor. The user contacted customer care requesting sensor removal and stated that this request had already been communicated during a previous call.

Manufacturer narrative:
The user reported that after the initial sensor insertion, the steri-strips detached when the tegaderm dressing was removed. The user returned to their healthcare provider, who provided bactine as a precaution. The user stated that the insertion site remains slightly open due to continued drainage and intermittent scabbing, and the user cleans the area regularly. The user also reported discomfort associated with the sensor. The user contacted customer care requesting sensor removal and stated that this request had already been communicated during a previous call.